Manufacturer narrative:
The frayed cord was replaced by field service at the account.

Event description:
It was reported that the power cord was damaged and the wires were exposed on the device. There were no allegations of adverse consequences associated with this event.